Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the initial complaint of a keypad response issue could not be investigated due to a moisture related no-power issue. The keypad cover was found to be intact and free of damage. The keypad cover was removed and no evidence of contamination or damage was found on the key contacts. The pump history failed to download due to moisture contamination of ir port components. Moisture was evident behind the display lens. The audio bolus button cover was found to be missing, and corrosion was found on the audio bolus button key contact. The pump failed a leak test due to a leak at the audio bolus button. The pump case was removed and evidence of moisture contamination was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.